Event description:
On (B)(6) 2021, the patient/lay user contacted lifescan (lfs) USA alleging that his onetouch verio flex meter displayed inaccurately low readings. The complaint was classified based on the customer care agent (cca) documentation and on information obtained after medical surveillance specialist (mss) listened to the call recording. The cca made attempts to follow up per medical surveillance specialist (mss) request, however, the patient was unable to be reached by phone. The patient did not specify at the time of the call when the subject meter started displaying inaccurate low readings. The patient informed the cca that he obtained blood glucose readings of ¿200 mg/dl¿ on the subject meter whilst his blood glucose was actually ¿290 mg/dl¿. The patient also stated that he received a blood glucose reading of ¿553 mg/dl¿ with the subject meter whilst his blood glucose was actually ¿over 600 mg/dl¿. The patient did not specify against what he compared the readings to. The patient did not report how he usually manages his diabetes; however, he did indicate that he took an unspecified amount of insulin based on the readings. The patient claimed that he is unsure whether his blood sugar is high or low and stated at the time of the call that he is ¿feeling bad¿ and is ¿shaking like a leaf¿. No medical treatment was reported. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. An evaluation of the test strip lot was unable to be conducted as the lot number was not provided. A device history record review could not be performed as the meter serial number was unavailable.